Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, g1.

Event description:
Patient reported right side implant exchange with no complaint against the device. Healthcare professional reported right side "hole in radius (edge)". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side implant exchange with no complaint against the device. Healthcare professional reported right side "hole in radius (edge)". Device has been explanted.

Event description:
Patient reported right side implant exchange with no complaint against the device. Healthcare professional reported right side "hole in radius (edge)". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and wear abrasion and opening curved. Leak test and microscopic analysis was performed which identified: striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.